Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had two trial leads implanted but post-operatively, one of the trial leads had migrated 2 vertebral bodies downward. As a result, the migrated trial lead was explanted and the patient had one trial lead implanted.